Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, the patient underwent for a surgery. During the surgery, end cap cross threaded into the nail and it did not fit into the tibial nail. The contralateral side, a 1.5mm strut plate was used and two of the locking holes did not engage with the screw head. The plate was implanted with cortical screws instead. It was unsure if it was due to potential over torquing of the screw. Patient consequence is unknown. No surgical delay. This complaint involves (2) devices. This report is for (1)ti end cap for tibial nails-ex t40 strdrv gray/15mm ext-ster. This report is 1 of 3 for (B)(4).